Event description:
It was reported the patient had a worsening general condition. The patient symptoms included stress anxiety. Intervention involved hospitalization and the event was noted as ongoing. The event was noted as not related to the device and not related to the procedure. Additional information reported the intervention also involved a medication adjustment with dafalgan and novalgin. Additional information reported the patient had a headache. Intervention involved novalgin medication adjustment. The event was noted as resolved without sequelae. The event was not related to the device and not related to the procedure. Additional information reported the event was possibly related to the procedure. Additional information noted they considered the headaches to be likely independent from the stimulation and therefore noted as new illness. The relation to the study procedure cannot be formally and absolutely excluded therefore it was considered possibly related.

Manufacturer narrative:
(B)(4).